Event description:
Imprecise, thyroglobulin (tg), calcitonin (cal) and dehydroepiandrosterone sulfate (dhea-so4) (dhs) results were obtained on patient samples on an immulite 2000 instrument. The initial imprecise results were reported to the physician(s). It is unknown if the corrected results were reported to the physician(s). The patient results were not provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the imprecise thyroglobulin, calcitonin and dehydroepiandrosterone sulfate results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and verified alignments. The cse replaced the dual resolution diluter seals and the high speed spinner. The cse performed a decontamination, and ran adjustors and controls in replicates for the problem assays. The cause of the imprecise results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.